Event description:
It was reported that following lead and extension replacement, the pt did not have any stimulation in the back (target area), the pt only had abdominal stimulation. This suggested lead was too anterior, but it was felt that this was unlikely since the neurosurgeon placed the lead and the cord was very visible through the laminectomy. Also, the surgeon used the same lumen as the previous lead, which provided good coverage bilaterally. The pt was admitted to the hosp at the time of the report. Impedance measurements were normal. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report. Reference MFR report # 3004209178200807039.

Manufacturer narrative:
.